Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: bilateral patient was implanted with depuy asr hip implants in (B)(6) 2007 (left side) and again in (B)(6) 2008 (right side). The acetabular cup eventually caused metallic debris and/or loosened from patient's acetabulum, caused pain, and inhibited patient's ability to walk. Patient was required to undergo revision surgery. Update rec'd 1/20/2016 - medwatch report # (B)(4). Patient had revision of right total hip replacement due to adverse reaction to metal and articular wear. Patient had elevated ion levels. The sleeve and stem are being added due to the elevated ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Ww(B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Plaintiff fact sheet received. Pfs alleges no new information. Shall there be new information received, this complaint will be updated.

Event description:
After review of medical records the patient was revised to address failed right total hip, articular wear and adverse reaction to metal resulting to elevated metal ions. Operative findings large cloud fluid collection, minimal bone ingrowth of the cup but not loose and large black corrosion deposit on the trunnion. Operative note reported a cloudy fluid was obtained. Noted tissue destruction was seen of the acetabulum and large amount of corrosion and black debris was found at the base of the trunnion. There are also a brownish stained syovium in the inner capsule, bone ingrowth in the acetabulum and some fragmentation of the anterior wall. No new lab result.